Event description:
It was reported that the patient had been given general anesthesia prior to a photoselective vaporization of the prostate procedure. During the procedure an error message was received stating the fiber port overheated. The fiber was replaced, but the error message appeared with the second fiber also. The procedure was then rescheduled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a distributor. The distributor replaced the resonator, and the reported error was cleared confirming the reported event. The laser was then calibrated and passed full functional and electrical safety testing. The resonator was returned and upon receipt at our quality assurance laboratory it was thoroughly analyzed. Functional testing of the resonator found that there was low power output, the resonator had communication issues, the fiber focus lens was dirty, and there were a couple of burnt optics. Based on the information available, and resonator analysis results, the investigation is assigned a conclusion code of cause traced to component failure.

Event description:
It was reported that the patient had been given general anesthesia prior to a photo selective vaporization of the prostate procedure. During the procedure an error message was received stating the fiber port overheated. The fiber was replaced, but the error message appeared with the second fiber also. The procedure was then rescheduled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.